Event description:
It was reported that the "temporary boot" was caught on the most distal electrode and seemed to damage the lead. The boot had to be cut off, and was very difficult to place in the extension connection. Impedances were checked and found to be 4014 ohms with electrodes 0, 3 and 4865 ohms with electrodes 1, and 3. There were no patient symptoms associated with this event. The patient status at the time of the report was alive with no injury.

Manufacturer narrative:
Concomitant medical products: product ID: neu_ins_stimulator, serial# unknown, product type: implantable neurostimulator. Product ID: neu_unknown_ext, serial# unknown, product type: extension. Product ID: neu_stimboot_acc, product type: accessory. (B)(4).

Event description:
Follow up information clarified that the event involved the temporary end cap component of the implantable neurostimulator (ins) system. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).